Manufacturer narrative:
No product will be returned per customer; the hospital reports that they have performed their own investigation and have declined any further investigation by carefusion. The root cause of this failure was not identified.

Event description:
The customer initially requested assistance investigating a device log for an event involving a patient death with a report that "the pump infused when it wasn't supposed to". Subsequently,however, the hospital's investigation determined that the pump had not been turned on at the time of the event. There is no allegation of any device malfunction and the hospital has determined that there is no need for any assistance from carefusion.